Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the infection was unable to be confirmed. Patient has since healed from the explant.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-03421. It was reported that the patient experienced a possible infection. In turn, surgical intervention was undertaken wherein the leads were explanted. Patient is currently taking oral antibiotics.